Manufacturer narrative:
Two partial strands of suture were returned for eval. Two ends appear to be cut & two ends appear to be broken. Remainder of the braid was in good condition. The exact cause of the break could not be reliably determined.

Event description:
The product was used during a valve replacement procedure. Reportedly, the suture broke. No pt injury was reported.